Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). Thump was able to upload most of the files but with some parsing errors in the pump history file. Unable to bring any of the information into the adapt tool. Checked for any pump errors that could potentially trigger a critical pump error (open book image) in the pump detailed trace, pump diagnostic trace, and pump history files and couldn't find any. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The force sensor zero offset measured within spec = 23.20 mv. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) is due to a problem with the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) while updating software to the pump. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-1884. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-6102. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.